Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation when lying down or sitting in a chair. The lead was removed and replaced.